Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during physical therapy/occupational therapy, the patients nurse noticed a rattling noise from the pedimag motor. Code was activated. Multiple attempts were made to adjust the pump in the motor housing. This was unsuccessful. The pump was switched to the backup motor and console. The motor and console were removed from service and sent to the biomedical engineer.

Manufacturer narrative:
Correction - section d4 (UDI number). Section d4: device lot number was not provided. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between the pedimag blood pump, lot number l08129-lb3, and the reported hemolysis could not be conclusively established through this evaluation. The pedimag blood pump was not available for evaluation. The relevant sections of the device history records for pedimag blood pump, lot number l08129-lb3, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pedimag blood pump instructions for use (IFU) is currently available. This IFU also provides the following warnings and cautions: IFU warning #3: list hemolysis as a possible side effect. IFU warning #9: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #12: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2024 that an extracorporeal membrane oxygenation (ECMO) code was activated for extra staffing support whenever ventricular assist devices (vads) fail as part of the hospital's emergency response. The patient experienced hemolysis occurred that had since resolved. There were no alarms associated with the event. The noise resolved with motor and console exchange. The products were returned for evaluation. The patient remained stable and was continuing on vad support until heart transplant.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem code. H10 - related report numbers. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.